Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported thumb advancement/sheath split issue was confirmed based on the condition of the returned device. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a quality issue with this device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a heart catheterization diagnostic procedure. Reportedly, the starclose se device was being used on a morbidly obese patient. There was resistance advancing the thumb advancer of the starclose se device and the sheath did not split completely. The clip was not deployed. The resistance advancing the thumb advancer was suspected to be due to the fact that the device hung up in the anatomy due to the patient's obesity. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.